Manufacturer narrative:
(B)(4). Correction to product evaluation below: returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of erratic results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 121-155mg/dl fasting. Verified the strips expire 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 144mg/dl and 176mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 173mg/dl, (B)(6), 10:40am and 154, (B)(6) 2016, 10:39am.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of erratic results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 121-155mg/dl fasting. Verified the strips expire 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 144mg/dl and 176mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 173mg/dl (B)(6) 10:40am and 154 (B)(6) 2016 10:39am.